Manufacturer narrative:
Evaluation narrative - the subject device, one service replacement powermax elite, part number 72200616s was received on september 28, 2015 and confirmed to be serial number (B)(4). The reported complaint of ¿overheating¿ could not be confirmed; however, the device failed functional testing and presented a ¿motor stall¿ error message when using a d2 control unit. Functional testing has discovered a short circuit in the power cord that is causing the motor to run intermittently. A visual inspection of the power cord did not identify any external damage. The root cause associated with the allegation of ¿overheating¿ is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and thus generate heat. The cause of the short circuit could not be determined.(B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a knee scope it was reported that the device was overheating. A back up device was available to complete the case and no patient injuries or complications were reported.